Event description:
Consumer unconscious and went to the hospital -blood sugar went below 30. Upon return home, blood sugar reading was 400. Testing could not be done because reading on the bd logic was e-3. E-3 readings also occurred that morning prior to being taken to the hospital. Control solution tests performed gave accurate readings.